Manufacturer narrative:
Premature battery depletion was confirmed. A longevity calculation indicated that the battery longevity performance was below the expected limits. No source of high current was found throughout testing. The battery was sent to its vendor no anomalies were found that could have caused early battery depletion. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the device exhibited premature eri. On (B)(6) 2011, the patient experienced an injury during a bike racing event. The patient fell hard after colliding with another cyclist and had to undergo surgery on his left shoulder.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.